Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/16/2019. The manufacturer's technical services (ts) confirmed the reported issue. Suggested customer replace the flow sensor assembly. The customer replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported o2 accuracy is reading high. Caller verified that the o2 solenoid is not leaking o2. Caller reports that during testing that the air flow was at 120=128. The device was not in use at the time of the reported event; therefore, there was no patient involvement.